Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 20 mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink along the length of the hypotube shaft located 87cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-mar 2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery (lad). Following pre-dilatation with a 2.5 x 20 balloon catheter, a 2.75 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No complications were reported and the patient condition was stable. However, returned device analysis revealed stent damage.